Event description:
(B)(4). Due to my ongoing problems with essure I had to have a hysterectomy. I had gained 65lbs. Looked 7 months pregnant, lost most of my hair, had sores in my head and acne start all over my face along with rashes on my arms and legs.